Manufacturer narrative:
The handpiece was received for evaluation. The complaint could not be confirmed because the device was not working upon initial inspection. No temperature testing was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a handpiece used during a tympanoplasty. It was reported that the drill overheated right after starting to work. It was noted that the device had been used less frequently recently and was used after it had been some time. A medical engineer commented that the drill did not seem to be constantly inspected or repaired and the issue was probably due to a cooling tube that did not seem to be used properly. The patient did have contact with the device and the patient status was noted to be alive no injury. There was no planned intervention and a backup product was used to complete the procedure. Additional information was received from an internal contact. It was reported that the exact time it took the handpiece to overheat could not be obtained, but the handpiece overheated right after starting to work.

Manufacturer narrative:
The product analysis indicates overheating could not be tested as the device did not work. It was confirmed that there was deterioration of the parts, such as nose, color, release color, motor and bearing, due to dirt and rust. The parts, including motor cable assy, nose, color, release color and bearing were replaced. It was confirmed that the product worked normally at the final checkout. If information is provided in the future, a supplemental report will be issued.